Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation primary with a mentor memorygel, 400cc silicone breast implant experienced left-sided rupture with pain post procedure. The patient had a feeling something was up and went in for an exchange and they discovered it was ruptured. As a result, patient underwent bilateral replacements with unknown mentor implants on (B)(6) 2021.

Manufacturer narrative:
Additional information received on (B)(6) 2023 indicated that at the time of surgery, discovered that both implants were ruptured, and both implants were discarded. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 08, 2021 additional information received indicated that the left implant rupture was discovered during the surgery. The patient desired for smaller implants, and her implant were also sagging. As a result, she underwent bilateral mastopexy, capsulectomies and bilateral replacements with mentor silicone implants. Manufacturer¿s reference number: (B)(4).